Event description:
The patient contacted animas on (B)(6) 2012 and reported that the up arrow keypad button was intermittently unresponsive, requiring multiple hard presses to elicit a response. The patient denied damage to the keypad and noted worn symbols. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast keypad buttons had intermittent response requiring multiple presses to evoke a response. The down arrow and ok keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.